Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. Three of the four devices used on this patient came from the same lot. Therefore, a lot history review revealed 2 additional hypersensitivity complaints for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of an allergic reaction, hypertension, and rash are inherent risks of a pta procedure with a paclitaxel drug coated balloon. Furthermore, the patient was reportedly treated with four lutonix dcb's, which exceeded the maximum amount of paclitaxel that was clinically evaluated for safety and effectiveness in a human patient. The hcp administered hydrochloride and epinephrine. The patient was asymptomatic at the conclusion of the procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after treatment with four lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters reportedly the patient experienced hypertension, and an itchy red rash. The health care professional (hcp) administered hydrochloride and epinephrine. At the conclusion of the procedure, the patient was asymptomatic. No further adverse patient outcomes were reported. The lutonix dcb's were discarded by the user facility and are not available for evaluation. This is one of four products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2018-00035, 3006513822-2018-00036, and 3006513822-2018-00037.